Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. (B)(4) for the investigation findings: flare detached. Investigation results: visual evaluation of the complaint device found the flare detached. Additionally, a kink was found in the sheath near the handle of the device. A functional analysis could not be performed due to the flare detachment. The complaint was confirmed. Manipulation of the device during preparation likely produced the kink found near the handle, which would create resistance during subsequent attempts to actuate the device. Actuation against this resistance can ultimately cause the flare to detach, thus preventing loop extension. Therefore, the most probable root cause of the defects identified is handling damage.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a polypectomy procedure in the colon. According to the complainant, during preparation, the snare would not extend from the sheath. No other issues were noted. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good". Product analysis revealed the flare to be detached from the handle; therefore this is now an MDR reportable event.